Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70.serial: (B)(4). Batch: 14838371 / 14838371.

Event description:
It was reported that the patient was experiencing pain and inadequate stimulation. The patient underwent an explant procedure and all explanted devices were not returned.